Event description:
It was reported that the patient underwent lumbar laminectomy on (B)(6) 2014 and suture was used. The needle broke in the middle of body during passage through tissue with knotted suture technique.. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A microscopic visual examination was performed on half of a needle that was broken in the body towards the attachment end. The evaluation revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gl2223, batch gl2580. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.